Manufacturer narrative:
The customer¿s experience of the restore feature function and pressure mode lock status was identified as a known issue. The use of certain datasets cause program setting to be unrestorable when an lvp is detached and reattached while the pcu remains ¿on¿. Per tracker # (B)(4), there are 3 types of restore. This problem only affects type 3 ¿restore of pump and program data after lvp detach/reattach cycle. This problem is triggered when the current profile has the lvp configuration setting ¿pressure status locked¿ set to true. When the pressure status is locked, the pcu tries to prevent any changes to the ¿pressure mode setting¿. Unfortunately, the code is a bit too aggressive in its prevention, and we are prevented from setting the ¿pressure mode setting¿ during the restore operation as well as during normal operation. During restore, when we are unable to successfully set all the configuration variables, the code assumes the restore data is corrupted, and none of the data will be used and no lvp data will be restored. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The clinical consultant had started a heparin infusion at 1000u/hr with vtbi at 500ml in critical care with client dataset during product training. The consultant was asked, ¿what happens if the channel fails and I need to get a new one?¿ the clinical consultant powered down the channel without powering down the pcu, detached it from the pcu, confirmed they had detached it and was surprised the ¿restore¿ feature was not available. It appeared that the availability of the ¿restore¿ feature when a lvp module is detached and moved to the opposite side of the pcu seems to be attached to the pressure mode lock status. If ¿unlocked¿ you can move the module and ¿restore¿ appears. If ¿locked¿ you can move the module and ¿restore¿ does not appear. The programming did not appear to function as intended in the user manual, because when she used a demo data set, the restore feature was there as expected. No patient involvement was reported.